Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The returned device found the battery to be out of specification for an electrical parameter. Hybrid analysis revealed an anomaly at the b+ pin of the battery electrical connector weld as the interface was notably different on the suspect device as compared to a reference device. Battery analysis found no evidence of an internal mechanism for premature depletion was found during destructive analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) exhibited a telemetry problem. There was no communicate with the ipg after approximately six deployments. Attempts to interrogate were unsuccessful even with three different programmer radiofrequency heads. The ipg was removed and replaced. No patient complications have been reported as a result of this event.